Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcation device and an infrarenal aortic extension. At the time of the procedure, the patient aaa was measured 5 cm and renal to bifurcation length was measured 10 cm. On (B)(6) 2015, during follow up scan, the physician noted that the main body and aortic extension have been disconnected. On (B)(6) 2015, the physician elected to fix the separation by implanted two infrarenal aortic extensions to bridge the disconnected graft. Post procedure, no evidence of endoleak and the patient is doing well.

Manufacturer narrative:
Based upon the clinical review, the evaluation confirmed the stent migration and resulting type illa endoleak. It was also found that a small type iiib endoleak was present and confirmed after review. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. The identification of a design or manufacturing issue was inconclusive. The clinical review identified misuse of the devices by placing the devices in a conical aneurysm neck and having the left common iliac artery diameter greater than 2.3 cm. Other possible factors were the following. Concomitant thoracic aortic aneurysm; multiple patent lumbar arteries and a large inferior mesenteric artery; the use of antiplatelet therapy, and, continued dependence on tobacco products.